Event description:
Pt alleges that the locking ring broke loose and moved down the stem. Doctor decided at the time not to replace it unless problems developed. Pt later suffered a dislocation and was revised.